Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding I-stat ec8+ cartridges that yielded a suspected discrepant potassium result of >9.0 on a patient. There was no patient information available at the time of this report. Ec8+; (B)(6) 2022; @12:24 am; k+ 2.8 mmol/l. Ec8+; (B)(6) 2022; @5:19 am; k+ >9 mmol/l. Ec8+; (B)(6) 2022; @10:39 am; k+ 3.2 mmol/l. The customer stated that they suspect but cannot confirm that the result of ec8+, (B)(6) 2022 @ 5:19 am, k+ >9 mmol/l was run on a sample collected in edta tube. Customer is unable to provide any cartridges to return for investigation for ec8+ lot k21158 expired (B)(6) 2022. Customer is aware they were using expired cartridges at the time of the event. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2022. A review of the device history record (DHR) confirmed that cartridge lot k21158 passed finished goods (fg) release criteria. Due to expiry, retained cartridge testing could not be performed. No deficiency has been identified.